Event description:
Patient had a revision for broken gmrs 11 x 125 press fit femur stem on right leg. Revision was performed due to the stem breaking where the 11mm diameter begins tapering to a wider diameter. The stem, an extender, femoral component, and rotating component were revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be provided upon completion of the investigation.

Event description:
Patient had a revision for broken gmrs 11 x 125 press fit femur stem on right leg. Revision was performed due to the stem breaking where the 11mm diameter begins tapering to a wider diameter. The stem, an extender, femoral component, and rotating component were revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a gmrs stem was reported. The event was confirmed via evaluation of the returned devices and clinician review of the provided medical records. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis and indicated the following: "image shows the straight fluted press-fit stem with fracture location highlighted by the arrow. On visual examination, the fracture was observed approximately 38 mm from the male taper at the distal end of the stem. Also included in the image are the extension piece, femoral component and tibial rotating component. Figure shows an overview image of the fracture surface." Material analysis: a material analysis was performed which concluded the following: "review of gmrs straight fluted press-fit stem, catalogue # 6495-5-011, lot code 170652b confirmed fracture of the stem. Characterisation using visual and stereo microscopy examination confirmed fracture near the distal end of the stem. Stereo microscopy analysis suggests the fracture propagated in fatigue." -clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant records confirm that the patient had multiple revisions of the tka including a liner exchange and a revision for a broken stem. The x-rays and in particular the ap which demonstrates and angulated stem is consistent with material failure of the stem. The root cause of these failures cannot be determined from the limited documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the gmrs stem. A material analysis was performed which concluded the following: "review of gmrs straight fluted press-fit stem, catalogue # 6495-5-011, lot code 170652b confirmed fracture of the stem. Characterisation using visual and stereo microscopy examination confirmed fracture near the distal end of the stem. Stereo microscopy analysis suggests the fracture propagated in fatigue." The event was further confirmed by clinician review of the provided x-ray image. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.